Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic aortic dissection, in zones 3 to 6. Approximately 3 months, 15 day later, a balloon angioplasty of the aorta was performed to expand the dissection stent. It was reported during the 1 year follow up and on the 3 year follow-up, CT imaging revealed the presence of a type iiia endoleak. The site reported no adverse events or secondary procedures related to the endoleak. Per the physician cause of the endoleak was not attributed to calcification, vessel tortuosity, or thrombus. No additional clinical sequelae was provided and the patient will be monitored.